Manufacturer narrative:
(B)(4).

Event description:
The patient's father contacted dexcom on (B)(6) 2016 to report that the receiver displayed err121 on (B)(6) 2016. The patient's father did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional d10: device available for evaluation - additional h2: additional information/device evaluation h3: device evaluated by manufacturer - additional h6: event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and screen error alarms were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.

Event description:
This supplemental MDR with follow-up #02 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #03.

Manufacturer narrative:
(B)(4). B5: b5: describe event or problem - correction. G7: type of report. H2 type of follow up - correction. This supplemental MDR with follow-up #02 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #03 on fri sep 02 16:53:15 edt 2016 with MFR# 3004753838-2016-82125. The ack3 was received on fri sep 02 16:53:15 edt 2016 with coreid: (B)(4).